Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they have a patient in normothermia. The patient temperature dropped and is now below the target temperature and the water temperature is not very warm. Targeted temperature (tt) was 37c, patient temperature (pt) was 35.2c, water temperature (wt) was 22.8c, water flow rate (wfr) was 1.9 l/min, rate set to 0.25 c/hour. Nurse confirmed they have received an alarm 113 (reduced water temperature control), device alarmed 113 while on the phone. Confirmed nurse filled the reservoir earlier. Walked nurse through accessing system diagnostics, outlet monitor temperature (t1) was 23c, outlet control temperature (t2) was 22.2c, inlet temperature (t3) was 23.6c, chiller temperature (t4) was 14.2c, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 1786 and pump hours were 1720. Instructed nurse to drain 500 ml of water from right drain port, water temperature (wt) increased up to 29c and then dropped back down to 27c after a few minutes. Had nurse drain another 500 ml of water, after a few minutes water temperature up to 34.1c and continuing to increase, water flow rate (wfr) up to 2.2 l/min. Informed nurse to monitor patient temperature, the patient should warm at the programmed rate of 0.25 c/hour. Nurse states patient is on crrt as well but they has a warming blanket on the patient to help. Nurse states the blood warmer on the crrt device does not work. Confirmed any counter warming will help. Encouraged nurse to call back with any issues or alarms.

Manufacturer narrative:
This event was a confirmed overfill, not attributed device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue was isolated to user overfilling the arctic sun device. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw2800300 rev 3 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir: approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen. Replenish internal solution: contact customer service to order internal arctic sun cleaning solution. To replenish the internal arctic sun cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. Connect the fill tube. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the second liter of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Note: the reservoir level sensor requires a conductive fluid to operate properly. Filling the reservoir without using the arctic sun cleaning solution may result in overfilling the reservoir. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they have a patient in normothermia. The patient temperature dropped and is now below the target temperature and the water temperature is not very warm. Targeted temperature (tt) was 37c, patient temperature (pt) was 35.2c, water temperature (wt) was 22.8c, water flow rate (wfr) was 1.9 l/min, rate set to 0.25 c/hour. Nurse confirmed they have received an alarm 113 (reduced water temperature control), device alarmed 113 while on the phone. Confirmed nurse filled the reservoir earlier. Walked nurse through accessing system diagnostics, outlet monitor temperature (t1) was 23c, outlet control temperature (t2) was 22.2c, inlet temperature (t3) was 23.6c, chiller temperature (t4) was 14.2c, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 1786 and pump hours were 1720. Instructed nurse to drain 500 ml of water from right drain port, water temperature (wt) increased up to 29c and then dropped back down to 27c after a few minutes. Had nurse drain another 500 ml of water, after a few minutes water temperature up to 34.1c and continuing to increase, water flow rate (wfr) up to 2.2 l/min. Informed nurse to monitor patient temperature, the patient should warm at the programmed rate of 0.25 c/hour. Nurse states patient is on crrt as well but they has a warming blanket on the patient to help. Nurse states the blood warmer on the crrt device does not work. Confirmed any counter warming will help. Encouraged nurse to call back with any issues or alarms.